Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the pump could not complete the priming process. The product will be returned.

Manufacturer narrative:
Insulin pump passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime or compromised force sensor system alarm test, excessive no delivery test and occlusion test or verify excessive no delivery alarm due to motor error alarm. Device received with severely scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address or serial number label and cracked reservoir tube lip.